Event description:
According to the reporter, during a laparoscopic procedure, the seal became damaged on all ports and actually tore off from within the trocar. The users grabbed another trocar to complete the case. The patient was alive with no injury.